Event description:
During index procedure, after post-dilation of the stent, the pt developed transient neuro symptoms. He had right upper extremity weakness (could not squeeze), facial asymmetry, dysarthria, and expressive aphasia. Carotid and cerebral angiograms were obtained and looked okay. The angioguard was removed successfully. It was felt that the symptoms may have been related to hypoperfusion from a drop in systolic blood pressure (sbp dropped from 127 to 102). The pt was treated w/neosynephrine and IV fluid bolus. The pt's symptoms resolved completely with in 10 mins and did not recur. The pt was treated in the study with a precise stent in the left internal carotid artery. The event was documented as being related to the index procedure and not a cordis product the product will not be returned.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2007-00107 and 9616099-2007-02004. The email received for the study indicated that during the index procedure, the pt experienced a behavioral change, aphasia and was diagnosed with a transient ischemic attack (tia). The event occurred during post dilatation and during removal of the angioguard device. The onset was sudden and the pt fully recovered. It was felt that the symptoms might have been related to hypoperfusion from a drop in systolic blood pressure (127 to 102). The pt was treated with neosynephrine and IV fluid bolus. The pt's symptoms resolved completely within 10 mins and did not recur. The documented diagnosis was tia. Tia is a well-known documented potential complication of this type of procedure. The event was reported related to the index procedure and unrelated to the cordis products. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot was completed. The history records indicate this product was final inspection tested and determined to be acceptable.